Event description:
The facility states that the surgeon successfully implanted a model cc4204bf intraocular lens but decided another style of lens would be better suited to this pt's ocular anatomy. They removed the lens without injury to the pt. There was no indication of product malfunction and there was no pt injury. The facility did not specify the model or lot number of injector or cartridge used to implant the lens.